Event description:
Boston scientific provided the following information: this lead was explanted due to a non-specific product performance issue. Analysis of the device revealed evidence of fracture. Should additional information be received, this file will be updated

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found abraded through 9.5 cm distal to the is-1 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. Additionally, the insulation and conductor coil were found squeezed and damaged 28.5 cm distal to the is-1 connector pin. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.